Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inner area of the "white thread" (twist clamp) of the minicap transfer set was broken and resulted in a leak. The patient went to the hospital with the "extender" pinched. This occurred during an unspecified step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h11: h11: the device was received for evaluation. Visual inspection was performed and broken occluder legs beneath the twist clamp were observed. Clear passage testing was performed and no issues were observed. Leak and clamp function testing were performed and an internal leak through the closed twist clamp was observed. No external leak was observed. The reported condition was not verified. The cause of broken occlude legs could not be determined, however potential causes of occluder feet damage include exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set or over torquing of the twist sleeve during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.